Event description:
On (B)(6) 2011, patient reported he has to press the up and down buttons more than one time for the infusion device to respond. This is an intermittent issue that has been ongoing for 6-8 months. Patient has used this infusion device for 3 years and boluses 5-6 times per day. Patient advised the buttons do not feel the same as they used to. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.